Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter. The qdot micro catheter was found packaged in a thermocool smarttouch sf ablation catheter box. No patient involvement. The device was returned to johnson & johnson medtech (j&j) for evaluation on 10-dec-2025. A visual inspection of the returned device was performed following j&j procedures. The device was inspected and no physical damage was observed. The customer refered that the qdot micro catheter was found packaged in a thermocool stsf catheter box; however, the box was not returned for analysis. The catheter was returned in the original and sealed pouch that corresponds to a qdot micro device. Since the box was not returned for analysis, further investigation was not possible to be performed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The package issues reported by the customer were not possible to be confirmed due to the box was not returned for analysis. The potential cause of the issue cannot be established. The instructions for use contain (IFU) states the following in the sterilization and use-by date section: do not use the catheter if the packaging or catheter appears damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter. The qdot micro catheter was found packaged in a thermocool smarttouch sf ablation catheter box. No patient involvement. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.